Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model: sc-3138-35, serial: (B)(4), description: scs phiii ext 35cm. Model: sc-8336-50, serial: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. The explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was reported that the patient showed signs of induration, pus discharge and tenderness at the ipg site. The physician assessed that the patient had a moderate infection at the ipg site. The patient underwent an ipg explant and the event is resolving. The physician assessed that the infection was related to the device and not related to the procedure or device stimulation.

Manufacturer narrative:
Additional information was received that the event has resolved.

Event description:
A report was reported that the patient showed signs of induration, pus discharge and tenderness at the ipg site. The physician assessed that the patient had a moderate infection at the ipg site. The patient underwent an ipg explant and the event is resolving. The physician assessed that the infection was related to the device and not related to the procedure or device stimulation.

Manufacturer narrative:
Additional information received from the physician stating that the patient was given antibiotics.

Event description:
A report was reported that the patient showed signs of induration, pus discharge and tenderness at the ipg site. The physician assessed that the patient had a moderate infection at the ipg site. The patient underwent an ipg explant and the event is resolving. The physician assessed that the infection was related to the device and not related to the procedure or device stimulation.